Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a lead safety switch (lss) was triggered on this pacemaker and right atrial (ra) lead channel. The ra lead was another manufacturer's lead. The lss was triggered for high pacing impedance measurements that were out of range. As a result of the lss, the ra configuration was automatically updated to unipolar. After the lss was triggered, noise was observed on the atrial channel. Boston scientific technical services (ts) suggested to consider a split configuration for the atrial lead, so that it paces unipolar and senses bipolar, in an effort to minimize the noise. Ts also suggested to consider a chest x-ray to verify the atrial lead is fully inserted in the header. No troubleshooting is known at this time. No adverse patient effects were reported.